Manufacturer narrative:
Updated health impact code, component code and conclusion code.

Event description:
It has been reported to philips that crew was using monitor on a patient when the "ECG disabled" message appeared on the display, crew was unable to restore use and was unable to obtain a 12 lead.